Event description:
During a scheduled interventional procedure, the physician attempted to place a biodivysio oc 3.5 x 18mm stent in the proximal right coronary artery, which was reported to be 3.5mm in size, 95% stenosed, moderately calcified and moderately tortuous. The vessel was predilated. It was reported that the biodivysio stent was placed at the lesion and the balloon was inflated to 14atm. The balloon ruptured when it reached 14atm. The stent was successfully deployed, but the right coronary artery dissected to its distal end. The balloon ruptured and arterial dissection were visible on fluorosocpy. The pt complained of nausea and chest pain which was treated with nitroglycerin, dose and route unspecified. It is also noted that the patient became dyspneic during this time. It was reported that no arrhythmias were noted on the pt's EKG and their vital signs remained stable throughout the procedure. The dissection was repaired starting at the distal end of the right coronary artery by placing the following biodivysio stents: two 3.5 x 18mm and one 3.5 x 11mm. The initial proximal stent was post dilated with a 4 x 12mm balloon at 8atm. It was reported that the patient "did fine" and there were no reported adverse patient sequelae.